Event description:
During a colonoscopy, a cook acusnare polypectomy soft snare was used. A polypectomy was attempted with a snare and the snare wire did not take the electrocautery current. A snare made by another manufacturer was used to remove the polyp successfully. The procedure was finished successfully without incident. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned product was unable to confirm the report. The electrical pin was not bent or damage. The active cord would connect easily and remained securely connected. The continuity from the electrical pin to the snare head was tested with an ohm meter and passed. The device was connected to a valley lab generator and power and applied. The snare cut the simulated tissue as expected. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all acusnare are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.